Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump's display was blank and the act button was unresponsive. The caller did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 275 mg/dl. The customer's husband was advised that the insulin pump would be replaced and agreed to return the product for analysis.